Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device alarmed with the service code 11/004/024 (less than 2.0 volts measured on lithium battery). There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation at the service center found the device alarmed for error code 18/000/000 (history pointer error while inserting a new record into history log) and 11/004/013 (less than 2.0 volts measured on lithium battery) on start up. The probable cause of both alarm codes was a depleted lithium battery. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.